Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please see medwatch report 2032227-2014-14006 originally submitted for this event.

Event description:
The customer reported experiencing high blood glucose in the 600 to 699 mg/dl range, which was treated with insulin. Nothing further was reported.